Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. A follow-up report will be provided after the results of the batch review are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump-flow rate-fast

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The investigation was performed for this incident and manufacturing process was verified based on information provided by the customer. The production lot met all manufacturing and quality specifications. A historical review for the reported lot number and reported incident found no additional confirmed complaints reported. Use review was conducted, it could not be determined if the use conditions contributed to the incident since information provided by the customer was very limited. Samples were not returned to functionally test the affected units; therefore, the complaint is unable to evaluate.